Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient got in a car collision where 2 cars hit him from behind. Patient was calling because he wanted to meet a rep to reprogram his device to find the right setting to help him out. Patient asked if rep could come to family doctor as he had an appointment soon. No symptoms were reported and no further complications were reported/anticipated.